Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported event. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.0.2, operating system: 18.6, hardware: iphone14.6, cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The pod had been worn between 4 and 24 hours. The patient reported experiencing pain at her pod site and noticed there was redness in the area. The patient described it as a burning sensation. The pod was removed, and a new pod was applied. The patient had a 3-month follow-up appointment with the primary care physician (pcp) on (B)(6) 2025. The patient stated the site was painful, bleeding, bubbles had formed, and a layer of skin had come off. The pcp accessed the area but did not provide a diagnosis. As treatment, mupirocin ointment was applied, and the site was dressed in gauze.